Manufacturer narrative:
On november 6, 2023 mentor received additional information and initial awareness that the reported incident was bilateral. See 1645337-2023-14224 for contralateral prosthesis report. The impacted product was received by the failure analysis lab on november 27, 2023. The evaluation of the returned device was completed by the failure analysis lab on november 29, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. During visual evaluation of the returned device, the gel was observed to be white. The white gel could be the white substance reported by the customer. Leak testing was performed, in accordance with mentor procedures, and no leak sites or gel exposures were detected during the analysis. Discoloration of the implants as observed in the samples returned is related to the concentration of the triglycerides in the gel fillers and their degree of unsaturation. This finding is consistent with the reported discoloration of breast implant silicone gel in vivo in the scientific literature. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast reconstruction with a 600cc mentor memorygel breast implant experienced the presence of foreign material on the device post procedure. A white substance was found around the implant during explant. Replacement with natrelle implants was performed on (B)(6), 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).